Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This report will be updated should additional information become available.

Event description:
It was reported that this patient expired a couple days post implant. There were no allegations against device functionality.